Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2009. Within several hours, the pt had intense pain down the front of both legs and thighs, starting at the groin area. The pt was sent home on percocet and toradol for the leg pain. A week or two later, the pain centered in the right groin and leg, down the front of the leg as a cramping type of pain. The pt was seen every week by the surgeon. At end of second month, the pain had continued and the surgeon determined that the arm of the graft on the right side was too tight. At about 75 days post-initial procedure, a second procedure was performed to cut the right arm of the graft. The pain in the right groin is more of an aching pain now. The pt is continuing to take ultram for the discomfort. The surgeon recommended that the pt have physiotherapy for the leg pain. The surgeon indicated that the pain may be caused by the split position during surgery. The pt has not yet gone for physiotherapy.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.